Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the cannula bevel was observed defective. The needle manufacturing facility is provided with a closed cartridge of cannulas that are then directly introduced within the assembly machine and assembled into the needle hub. A supplier corrective action request has been sent to the cannula component manufacturer in response to the observed defect. A device history record review was performed for the sub-assembly lots involved with the cannula product at our supplier location. The review did identify two (2) related quality notifications for incomplete cannula point during production. During the cannula auto-grinding process, cannulas are routinely inspected for specifications. During the auto-grinding process, the cannulas are taken by a gripper and placed onto a conveyor which loads into the process cartridge. During the loading process, it was observed that in some cycles, overlapping cannulas (double cannula) were loaded. Those overlapping cannulas do not have the point completely formed. It has been determined that this defect resulted due to overlapping cannulas during the loading of the cannulas into the auto-grinder. In response to this incident, a sensor has been installed within the auto-grinders to detect any overlapping cannulas. If detection occurs, the machine stops for issue resolution. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 304627 and lot number 1069913. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the cannula bevel was observed defective. The needle manufacturing facility is provided with a closed cartridge of cannulas that are then directly introduced within the assembly machine and assembled into the needle hub. Afterwards, an inline camera system inspects all product and should automatically reject any defective needle points identified. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. A supplier corrective action request has been sent to the cannula component manufacturer in response to the observed defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance 3 needles had a split needle end. The following information was provided by the initial reporter, translated from french to english: "during the subcutaneous anaesthesia with the blue needle, we realized that the bevel of the needle was split."

Event description:
It was reported that the bd microlance 3 needles had a split needle end. The following information was provided by the initial reporter, translated from french to english: "during the subcutaneous anaesthesia with the blue needle, we realized that the bevel of the needle was split."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.